Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture found a material certification of analysis is required with each lot. A visual evaluation of the device showed that the t1 and part of the suture were not returned. T2 is still in place with part of the suture. The suture where t1 should be appears part frayed and part cut. The actuator is in the pre-t2 position. A functional evaluation of the device showed the actuator pushed the t2 off the needle and continued to cycle as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force or contact with a sharp instrument. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during meniscus repair procedure, internal to patient, after t1 was successfully deployed, the suture was broken before the t2 implant would be deploy. There was no delay reported. No further complications were reported. It is unknown how was the procedure completed.

Manufacturer narrative:
(B)(4).